Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e4, information was inadvertently not included on the initial medwatch. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause of the faulty pkrf board (plasma kinetics radio frequency board) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found faulty pkrf board (circuit board) . The pkrf board found not stable, failed and needs to be adjusted. Additionally, during power testing, the device exhibited an error 200 ref 92 found to be due to faulty ID board and failed the band test. Unrelated to the reported issue, minor scratches observed on the device housing. Device noted to be running software v3.03. No other functional problem found. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection with no complaint received from the customer, the pkrf board found not stable, failed and needs adjusted. There is no patient involvement on this reported event. No harm reported. No user injury reported.